Event description:
A customer reported difficulty pressing the pump's quick bolus/wake button, which required multiple attempts to activate the screen. Despite this, there was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button more effectively, but the problem persisted. As a corrective measure, a replacement pump was sent to the customer, and instructions were provided for returning the faulty pump and setting up the replacement. The customer agreed to deplete the battery before returning the old pump and acknowledged the need to reprogram and connect their settings to the new pump.